Event description:
It was reported that the device was in backup vvi mode. It is suspected that this is due to low battery voltage. Device download was successfully performed and high voltage therapy was turned off. Device will be replaced in the near future.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.